Manufacturer narrative:
The manufacturer previously reported a ventilator's blower motor and system board were replaced to address a "ventilator inoperative" condition. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor causing the ventilator inoperative condition was found to be due to bad hall sensors. The system board performed to manufacturer's specifications.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.